Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient's atrial lead exhibited far-field r-wave oversensing. No intervention was performed. No patient symptoms were reported.